Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. - 10 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h10. 15 previously reported events are included in this follow-up record. Product return status. 11 devices were received. 4 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 8 devices were received. 7 device investigation types have not yet been determined. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.